Event description:
It was reported the applicator does not function properly. The clips are not feeding to the jaws. There was no alleged pt involvement. No further info available.

Manufacturer narrative:
Device sample requested but not received. Investigation ongoing and report not available at this time.